Event description:
Technician reported that during treatment on a system 1000 hemodialysis device, a patient complained about a shock when a nurse was repositioning an access needle. It was also reported that two nurses recevied a shock when they touched the patient. The first nurse assumed it was a normal static shock. The second nurse discontinued treatment, turned the machine off, returned the blood circuit manually and continued treatment on another machine. The machine had been plugged into a line isolation monitor, which did not give off any alarms or unusual readings. There was no injury or medical intervention associated with this incident.